Manufacturer narrative:
Product analysis conclusion; the reported proximal type ia endoleak was confirmed on the films provided. An increase in aortic neck diameter and decrease in the aortic neck length was observed on the films provided. It is most likely that disease progression with aneurysm morphology changes over time was a factor in the occurrence of the type ia endoleak. Although it is possible that a type ii endoleak may have been a contributor to the neck dilation this could not be confirmed on the films provided. Earlier post-implant films were not provided for analysis of the type ii endoleak event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 56mm aaa. It was reported the patient was previously treated for a type ii endoleak 6 years post the index procedure. A further 3 years later during follow up CT a type ia endoleak was observed along with an enlarged aaa. Intervention was performed where an endurant aortic cuff was implanted and extended up to the renal arteries. Endoanchors were also implanted and the physician implanted a endurant limb to extend the right iliac. As per the physician the issue had been resolved and the endoleak that was visually apparent at the beginning of the procedure was not visible afterwards as per the physician the cause of the event was anatomy, the previously treated type ii endoleak contributed to further neck dilation causing the type ia endoleak. It was reported the initial endograft was placed 11mm below the renals due to the conical nature of the neck at implant. No additional clinical sequalae were reported and the patient is fine.